Manufacturer narrative:
Age & date of birth - born (B)(6). Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was blocked. Medical intervention was done to avert life-threatening illness or permanent damage. There was bleeding with additional intervention. Patient was harmed.

Manufacturer narrative:
One used 6fr angio-seal sts plus was received for product evaluation. The carrier tube assembly was returned unmated from the hemostasis sheath and collagen was stuck in hub of the sheath. No other components were returned for evaluation. Upon visual analysis, the carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The tamper tube was partially exited from the carrier tube. The deployment sleeve of the device was in the initial forward lock position. The suture still intact, connecting the carrier tube and hemostasis sheath. Only a small portion of the collagen was returned attached with the suture. The bypass tube was dislodged and located near the hub of device cap. A small kink was observed on the proximal region of the sheath. No other visual anomalies were noted with the device. Then, manual tension was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen being exposed and stuck in the hemostatic valve. The complaint could be confirmed for assembly difficulty of carrier tube assembly and hemostasis sheath. It is likely that the bypass tube was not inserted all the way into the sheath hub resulting in anchor getting stuck in the valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed as there was no additional information or the device available for investigation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).